Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided. Lack of full pre and post- implant CT¿s did not allow for a complete assessment of the patient anatomy and the stent graft in vivo configuration. The endoleak appears most likely to have been a type iiib fabric endoleak caused by fabric tear/abrasion near the aortic neck. Fabric wear due to external abrasion from the observed aortic calcification is a likely root cause. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 55mm abdominal aortic aneurysm. The main body esbf2514c103ej was implanted as the right main body, etlw1620c93ej was additionally implanted on the right side, and a non mdt limb was implanted on the left contralateral side. A CT was performed 5 days later, where a suspected type iiib endoleak was observed. There was a calcification just above the aneurysm, and it seemed that endoleak occurred just beside this calcified part. Ballooning was not performed in this area, and the etlw1620c93ej that implanted additionally on the right side which did not overlap the area where endoleak occurred. It was reported the area where endoleak occurred was on the leg of the ipsilateral side of main body bifurcate, which was not overlapped. As per the physician the cause of the event was anatomy <(>&<)> it appears the endoleak occurred in a calcified area and the graft may have been damaged by the calcification. No additional clinical sequelae were provided and the patient will be monitored.